Event description:
It was reported that a patient was implanted with a tecnis intraocular lens (iol) in both eyes and developed endophthalmitis several days or a week post implantation. Patient vision was good at day-1 post op visit, but later developed sore eyes and blurred vision on examination, endophthalmitis inflamed and corneal edema. The patient was treated with anti-viral and antibiotic medication and was resolved over a couple of weeks. There were no other interventions or delay in the surgery reported. The patient was reported to be temporarily impaired. It was indicated that the surgeon has used the tecnis lenses for many years and never experienced a reaction to the material. The surgeon verbalized that he did not think this issue was from the lens and felt it could be one of many other factors. It was mentioned that the surgeon uses a non-johnson & johnson brand of ovd for all his surgeries. No further information available. The issue was reported with four (4) patients. This report is for the patient one (1), second eye. Separate reports will be submitted for this patient's other eye and the other three patients.

Manufacturer narrative:
If explanted, give date: not applicable as the lens remains implanted. Initial reporter telephone number: (B)(6). The device is not returning for evaluation as to date it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Reason for correction: additional info received on 24 march 2022 from doctor during follow-up: these cases are cases of endotheliitis with scientific scleritis and not endophalmitis, presenting 2-3 weeks post-op uneventful cataract surgery. Therefore, updated reported event is: it was reported patient was implanted with a tecnis intraocular lens (iol) in both eyes and developed endotheliitis several days or a week post implantation. Patient vision was good at day-1 post op visit, but later developed sore eyes and blurred vision on examination, endophthalmitis inflamed and corneal edema. The patient was treated with anti-viral and antibiotic medication and was resolved over a couple of weeks. There were no other interventions or delay in the surgery reported. The patient was reported to be temporarily impaired; however, the iol remains implanted. It was indicated that the surgeon has used the tecnis lenses for many years and never experienced a reaction to the material. The surgeon verbalized that he did not think this issue was from the lens and felt it could be one of many other factors. It was mentioned that the surgeon uses a non-johnson & johnson brand of ophthalmic viscoelastic device (ovd) for all his surgeries. No further information available. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.